Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including device testing and stressing with known good test pads and multi-function cable and bench testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The multi-function cable and electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.